Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 432 mg/dl. Customer stated that leak occurred when getting a motor error with her pump. Customer stated that reservoir was discarded. Customer declined to continue troubleshooting for reservoir leak. Customer was notified to call us back if it happens again. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 432 mg/dl. The customer used novolog pen to treat her high blood glucose.